Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure and was doing well postoperatively. The explanted device was not returned.